Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unk - screws: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nail was successfully removed, but not without complications. When removing the distal interlocking screw, the head of the screw snapped off. Many attempts were made to over ream and extract the screw with screw removal components, but were unsuccessful. Ultimately, and incision was made on the posterior side of the humerus, and the screw was located and tamped through the hole from the opposite side. The nail extraction proceeded, however a fracture occurred at the distal interlocking screw locations likely because of bony overgrowth inside of the screw holes based on my observation. The fracture was repaired with plates and screws and the surgery was successfully completed. The nail was removed because it was prominent in the humeral head. This complaint involves two (2) device. This report is for one (1) unk - screws: trauma this is report 1 of 2 for complaint (B)(4).